Event description:
The md tried to advance a resolution 360 clip into endoscope, but the clip would not advance through the tip of the scope. The md tried multiple times with no success of advancing clip. The clip was removed from the scope. Upon inspection, it looked intact, with no apparent deformities. Gave md another clip, which advanced easily through the end of scope.